Event description:
It was reported that during procedure, when the milling tip wire was positioned and the bit was passing, the wire broke. The pieces were removed by using tongs. A backup device was available to complete the procedure with no delay and no patient injuries.

Manufacturer narrative:
One 7208678 2.4mm sterile drill tip passing pin used for treatment, was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. The instruments are provided sterile for single use. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. Root cause related to the manufacture of the device was not confirmed. Product met specifications upon release to distribution.